Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prim test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit had minor scratched display window, scratched case and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 1100 mg/dl. The customer was admitted to the hospital on saturday evening. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin IV drip. Customer was wearing the pump at time of hospitalization. Customer was advised to perform self-test and displacement test and both passed. The customer was to perform the high pressure test but failed. Customer was advised that we will replace the pump.

Manufacturer narrative:
The pump passed the delivery accuracy test.